Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive keypad ,due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button and then the screen black and it just keeps beeping and vibrating. Customer was swimming. The customer was assisted with troubleshooting. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated there was a hairline cracked in the center button and on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.